Event description:
A falsely elevated ctni result of 1.64 ng/ml was obtained on a patient sample. This result was not reported to the physician. The same sample was retested on the same analyzer and ctni results of 0.06 and 0.12 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated ctni result. Analysis of the instrument filter data indicates a sample integrity issue. The laboratorian failed to follow the collection manufacturer's spin time recommendation of 10 minutes.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument filter data did not indicate a device failure. User error: customer did not adequately centrifuge the sample. Centrifugation time of samples deviates from established nccls h18-a2 requirements.